Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735845, serial/lot #: (B)(4), ubd:, UDI#. Product ID: 9735670, serial/lot #: (B)(6) ubd: , UDI#: (B)(6). A medtronic representative went to the site to perform a system checkout. The cable to the camera cart was replaced and the system passed checkout. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. The cable was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the cable analysis. Fdm b17, fdr c20, and fdc d15 are applicable to the concomitant product: 9735670. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing a ups and battery for an alternate issue, the system's camera cart would have the blue power light come on for a second and the user could hear the fans come on and the camera would do one beep. Then everything would shut off on just the camera cart. The main cart powered on normally into the login screen. There was no patient involvement. Additional information was provided stating that the camera cart would not turn on when plugged into a known functional outlet.